Manufacturer narrative:
Additional codes added to evaluation codes result and conclusion. Device evaluation summary: the breath delivery xena ii pcb (bd xena ii pcb) and the analog interface pcb (ai pcb) was returned to medtronic for failure investi gation. A visual inspection was carried out on the returned components with no anomalies were observed. The bd xena ii pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed the power on self test (post) generating a ventilator inoperative condition. None of the led¿s on the bd diagnostic led array were illuminated. Further analysis revealed that fpga device, reference designator u101, was overheating. Also, there was a short circuit condition on both the 3.3 volt and 2.5 volt rails to ground on the bd xena ii pcb. The ai pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed post generating a ventilator inoperative condition. The fault was isolated to component reference designator u31. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: a service engineer (se) inspected the device and confirmed inoperable error codes at the time of the event. To resolve the issue, the se replaced the breath delivery (bd) printed circuit board (pcb) central processing unit (cpu) and the analog interface (ai) pcb. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator went down. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.